Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil embedded in myometrium/migration of essure device-location of device: uterus"), pelvic pain ("chronic pelvic pain / pain/pain"), pregnancy with contraceptive device ("positive home pregnancy tests") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menometrorrhagia, cervical dysplasia, asthma, depression, pyelonephritis, multigravida, parity 6 (2002,2004,2006,2010,2001,1999), human papilloma virus test positive and miscarriage. Concurrent conditions included uterine bleeding and menses irregular. Concomitant products included levonorgestrel (mirena) for contraception, oral contraceptive nos for genital haemorrhage as well as citalopram hydrobromide (celexa) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 8 months 21 days after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus/ expulsion of essure device/expulsion of essure device"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and uterine scar ("transvaginal hyperechoic area noted in the intestinal portion of the uterus which likely represents scarring from previous essure coils/transvaginal hyperechoic area noted in the intestinal portion of the uterus which likely represents scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with dozol (tylenol pm), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, device expulsion, dyspareunia and uterine scar outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine scar and vaginal haemorrhage to be related to essure. The reporter commented: the right essure coils is flush against uterine cornua, the left essure tube is 3cm away from the uterine cornua. At the completion of placement, 4 coils were seen on the right and, 6 coils, were seen on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion pregnancy test - on (B)(6) 2010: negative on (B)(6) 2012 patient had surgical pathology results resulted in fallopian tube @ coil r" is a 9.8 cm in length x 0.6 cm in diameter pink-purple, grossly unremarkable fallopian tube with attached fimbria. Also received free floating in the same container is a 1.5 cm in length x <0.1 cm in diameter coiled segment of wire. And l fallopian tube @ coil" is a 4.6 x 2.0 x 0.7 cm aggregate of pink-red, ragged, friable soft tissue fragment. Also received free floating in the same container is a 6.4 cm in length x <0.1 cm in diameter and a 1.0 cm in length x <0.1 cm in diameter coiled segment of wire. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device, vaginal haemorrhage, uterine scar,pregnancy on contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil embedded in myometrium/migration of essure device-location of device: uterus"), pelvic pain ("chronic pelvic pain / pain/pain"), pregnancy with contraceptive device ("positive home pregnancy tests") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menometrorrhagia, cervical dysplasia, asthma, depression, pyelonephritis, multigravida, parity 6 (2002,2004,2006,2010,2001,1999), human papilloma virus test positive and miscarriage. Concurrent conditions included uterine bleeding and menses irregular. Concomitant products included levonorgestrel (mirena) for contraception, oral contraceptive nos for genital haemorrhage as well as citalopram hydrobromide (celexa) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 8 months 21 days after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus/ expulsion of essure device/expulsion of essure device"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and uterine scar ("transvaginal hyperechoic area noted in the intestinal portion of the uterus which likely represents scarring from previous essure coils/transvaginal hyperechoic area noted in the intestinal portion of the uterus which likely represents scarring"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with dozol (tylenol pm), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, device expulsion, dyspareunia and uterine scar outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine scar and vaginal haemorrhage to be related to essure. The reporter commented: the right essure coils is flush against uterine cornua, the left essure tube is 3cm away from the uterine cornua. At the completion of placement, 4 coils were seen on the right and, 6 coils, were seen on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion pregnancy test - on (B)(6) 2010: negative on (B)(6) 2012 patient had surgical pathology results resulted in fallopian tube @ coil r" is a 9.8 cm in length x 0.6 cm in diameter pink-purple, grossly unremarkable fallopian tube with attached fimbria. Also received free floating in the same container is a 1.5 cm in length x <0.1 cm in diameter coiled segment of wire. And l fallopian tube @ coil" is a 4.6 x 2.0 x 0.7 cm aggregate of pink-red, ragged, friable soft tissue fragment. Also received free floating in the same container is a 6.4 cm in length x <0.1 cm in diameter and a 1.0 cm in length x <0.1 cm in diameter coiled segment of wire . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device, vaginal haemorrhage, uterine scar,pregnancy on contraceptive device. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Event miscarriage was added, pregnancy outcome was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil embedded in myometrium"), pregnancy with contraceptive device ("positive home pregnancy tests") and pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menometrorrhagia, cervical dysplasia, asthma, depression, pyelonephritis, gravida ii, parity 6 and human papilloma virus test positive. Concurrent conditions included uterine bleeding and menses irregular. Concomitant products included levonorgestrel (mirena) for contraception, oral contraceptive nos for genital haemorrhage as well as citalopram hydrobromide (celexa) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device location of device: uterus/ expulsion of essure device"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine scar ("transvaginal hyperechoic area noted in the intestinal portion of the uterus which likely represents scarring from previous essure coils "). Last menstrual period and estimated date of delivery were not provided. The patient was treated with dozol (tylenol pm), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, device expulsion, dyspareunia and uterine scar outcome was unknown. The pregnancy outcome was not reported. The reporter considered device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine scar and vaginal haemorrhage to be related to essure. The reporter commented: the right essure coils is flush against uterine cornua, the left essure tube is 3cm away from the uterine cornua. At the completion of placement, 4 coils were seen on the right and, 6 coils, were seen on the left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-apr-2012: total bilateral occlusion pregnancy test - on 7-may-2010: negative on 13-apr-2012 patient had surgical pathology results resulted in fallopian tube @ coil r" is a 9.8 cm in length x 0.6 cm in diameter pink-purple, grossly unremarkable fallopian tube with attached fimbria. Also received free floating in the same container is a 1.5 cm in length x <0.1 cm in diameter coiled segment of wire. And l fallopian tube @ coil" is a 4.6 x 2.0 x 0.7 cm aggregate of pink-red, ragged, friable soft tissue fragment. Also received free floating in the same container is a 6.4 cm in length x <0.1 cm in diameter and a 1.0 cm in length x <0.1 cm in diameter coiled segment of wire. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device, vaginal haemorrhage, uterine scar,pregnancy on contraceptive device. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received, reproetr added, lot number received, patient historical condition added, concomitant and treatment drug added, events added as follows:- embedded device, pegnancy on contraceptive device, vaginal haemorrhage, menorrhagia, device expulsion, dyspareunia, uterine scar, abdominal pain, device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.